Manufacturer narrative:
The autopulse platform in the complaint has not been returned for investigation. Therefore, a physical investigation has not been performed. If the device is received for investigation/evaluation, the ccr will be re-opened.

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.